Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation and it confirmed the customer complaint. The reported event of transmitter failed error was confirmed. The root cause was determined to be low transmitter battery that lead to a failure.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a transmitter failed error occured. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the reported transmitter failed error could not be determined. A root cause could not be determined. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.